Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2020. Blood glucose reading was 20 mg/dl. The customer also experienced hyperglycemia with blood glucose level of 547 mg/dl. The customer was treated intravenously at the hospital. The customer also reported other events such as buttons hard to press. The customer was unable to upload to the care link. The customer also reported that the time advances. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.